Event description:
It was reported that when patient presented remotely via merlin.net transmission, episodes of non-sustained rv oversensing was observed. Episodes were suspected to be due to myopotential oversensing. Patient was brought into the clinic for a follow up, and the oversensing was not producible with deep breathing and isometric testing. Programming changes were made and no further episodes were observed. Patient was stable throughout the event.